Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. A protruded/loose drive support disk, cracked reservoir tube lip, scratched display window, missing end cap sticker and cracked case noted during visual inspection.

Event description:
The customer reported that the insulin pump while attempting to change the reservoir. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.